Manufacturer narrative:
B5. Describe event or problem, b6 relevant tests/laboratory data, d6b. If explanted, give date, f10. Health effect - impact code, h6. Type of investigation; corrected data; follow-up MDR inadvertently omitted known information prior to submission.

Event description:
Additional information was received noting that the patient underwent a full revision surgery. High impedance was resolved no other relevant information has been received to date.

Event description:
Additional information was received reporting that the explanted devices were discarded by the facility per their explant product protocol. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen with high impedance after experiencing trauma to the neck site. The trauma to the neck site was noted to be a potential cause for the high impedance, however was not confirmed. An x-ray was performed and no visible damage to the lead was noted. X-rays were not received for review. No relevant surgical intervention has occurred to date. No further relevant information has been received to date.